Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10/2.00 flextome¿ cutting balloon¿ was selected for use. During the first inflation, it was noted that the balloon ruptured at 8 atmospheres. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.